Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 06/2024.

Event description:
It was reported that during a biopsy procedure, the device allegedly break. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 06/2024), device pending return

Event description:
It was reported that during a biopsy procedure, the device allegedly had a break. There was no reported patient injury.